Event description:
Healthcare professional reported patient was injected in the cheeks with two syringes of juvéderm® voluma¿ xc. Two weeks later, patient presented with swelling firmness. Patient was treated with antibiotics, steroids, and one week later used 4 ml of hylenex. 6-7 weeks post injection, patient presented with firm hardness now in the anterior cheek. 2 ml of pus was aspirated and patient received additional 2 ml of hylenex . Sample sent out for culturing but result has not been provided. Patient is on 2 different antibiotics. Symptom ongoing.

Manufacturer narrative:
Continued h.6. Health effect - impact codes: f15. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.